Event description:
Reporter indicated that device diagnostic testing as office visit resulted in high lead impedance reading (dc-dc code 7 and limit) indicating possible device malfunction, neurologist indicated that the patient is doing "great". No adverse events were reported in conjunction with the high lead impedance reading. Further follow-up revealed that the patient underwent ncp system replacement. Both the pulse generator and the bipolar lead were replaced due to a " broken lead near the electrode site". Investigation to date has been unable to determine the cause of the apparent lead break.

Event description:
The lead assembly was returned for analysis in one piece. The lead was received without the electrodes. Visual inspection performed on the lead coil ends identified that a lead break had occurred. Scanning electron microscopy was performed on the lead coil ends. Scanning electron microscopy identified that a lead break occurred as a result of a fatigue fracture; however, the cause of the break could not be identified because of pitting on the surfaces of both lead coils. Continuity check using a multimeter was performed. Continuity check did not identify any other discontinuities on the portion of the lead returned. The remaining conditions of the lead are consistent with contidiont that exist after th explant procedure. The concomitant device (pulse generator) was also returned and analyzed. The pulse generator met electrical test specifications. No anomalies were noted.